Manufacturer narrative:
The product was returned for investigation. As a result of the investigation, there were no abnormalities in the functionality of the returned product. It is considered that the reported event may have been caused by air getting due to air remaining in the hemostasis valve or the tube before using the product, or due to the influence of such as the connection condition of the device connected to the side port, but the detailed cause could not be identified. No abnormalities were found on the production records. The y-connector does not have the ability to actively pump or drain liquid or air. User should only use this device after air has been completely removed from the lumen and the fixed valve should be in the closed position when negative pressure is applied to the y-connector to prevent air from being drawn into the device. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make you aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective.

Event description:
It was reported that air was drawn in the product. The y-connector used at angiography, air observed in the y-connector and air flowed into the patient. At temporary, the patient's st elevated observed on the electrocardiogram. Then the y-connector replaced and operation was continued.